Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 13 while using the device updater to update the pump. Reportedly, the pump was "updating the binaries" when the error occurred. During troubleshooting with tandem technical support, the customer attempted unplugging the pump then plugging it back in; however, this did not work. The customer stated the pump screen was blank. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found. (B)(4).